Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 rows d and e had failed with an error indicating the device was not detected on the bus, and the rows were not displayed under the storage space configuration. The field service engineer (fse) identified that the drawer two cubie pockets were not being detected, while the controller board lights were illuminated. The field service engineer (fse) shut down the station, reseated all cables within the drawer, and identified an exposed wire on the pyxis bus cable. The pyxis bus cable was replaced, and the station was restarted. The drawer was tested using the hardware test application, and the acceptance test was completed successfully. After restarting the application, the customer was able to access the drawer and manage medication inventory, and functionality was verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2 rows d and e failed with a device not detected on bus error, and rows d and e were not visible under storage space configuration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.